Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and had bent cannula. Blood glucose level at the time of the incident was 496 mg/dl. Customer's current blood glucose was 143 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Auto mode feature was used during the time of event. The insulin pump will not be returned for analysis.